Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This was a poly exchange, quad tendon repair, third revision and reimplant of a patella.

Event description:
This was a poly exchange, quad tendon repair, third revision and reimplant of a patella.

Manufacturer narrative:
An event regarding revision for unspecified reasons involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: the insert was returned for evaluation. Blood is visible on the insert. Explantation damage is visible on the insert. The returned components were reviewed by a material analysis engineer who indicated: damage consistent with articulation against the femoral component was observed on the condyles of the insert. Backside impression markings consistent with contact against a tibial base plate was observed on the distal surface of the insert. Yellow discoloration consistent with synovial fluid absorption was also observed. No identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the insert was returned for evaluation. Blood is visible on the insert. Explantation damage is visible on the insert. The returned components were reviewed by a material analysis engineer who indicated: damage consistent with articulation against the femoral component was observed on the condyles of the insert. Backside impression markings consistent with contact against a tibial base plate was observed on the distal surface of the insert. Yellow discoloration consistent with synovial fluid absorption was also observed. No identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The event cannot be confirmed based on the information provided. Further information such as the reason for the revision surgery, pre- and post-operative x-rays, operative reports as patient history and follow-up notes are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.